Manufacturer narrative:
No sample and no additional supporting documentation has been received to support this allegation, the contamination or type of substances has not been established. A documentation review has revealed no previous instances and there are no open corrective actions. The manufacturing records and processes have revealed no contributory factors, the device met the required specifications on release into distribution. The risk files mitigate issues of contamination. A probable cause may include that a hair or other form of contaminant has inadvertently found its way into the packaging prior to sterilisation, no issues of sterilisation issue has been reported. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends relating to the reported allegation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, upon set-up/inspection of debridement surgery, when a versajet ii hydrosurgery system handset 45deg 14mm exact was opened, an object that seemed like human hair was observed on the device. Surgery was performed, without any delay, with a smith & nephew back-up device instead. Patient was not injured as consequence of this problem.